Event description:
Additional information indicated the patient did not have concerns with her device or therapy.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient noted that she had been "going 2 to 3 times a night for the past week." The patient reported a return of symptoms. It was noted that when the patient had to use the bathroom, "she needed to go as soon as possible." It was further noted that the patient was leaking again. The patient indicated that she "was always thirsty like she was before implant." It was noted that the physician instructed the patient to change some settings "because the nerves would go dead." It was further noted that the patient experienced a fall. The patient noted that she "went to sit on a bucket and missed, resulting in her falling and hitting the edge of the bucket and then hitting the ground." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v589242, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).